Manufacturer narrative:
(B)(4). MDR ref#: 9615742-2012-00002 (unk sofradim mesh) note: this report corresponds with bard's report# (B)(4).

Event description:
Procedure: urological/gynecological. According to the reporter: the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.